Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient presented in the hospital with the heart rate ranged from 30 to 40bpm. The device was not pacing, and telemetry could not be established. The ICD was explanted and replaced.

Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. The device was tested on the bench and on automated testing equipment. No high current drain sources were found. An internal short within the battery was found to be the cause.